Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.,d6b, g2, h.6.

Event description:
Healthcare professional reported rupture and "silicone to be freely lying in the implant cavity".

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur for the left side.

Event description:
Patient's representative reported "chest pain, autoimmune disease (hashimoto's), stress leg fistula, chronic gastritis, biliary colic due to gallstone/gallbladder surgery, depression, panic attacks, heart stumbling/extrasystoles, high resting pulse, constantly swollen lymph nodes, frequent urination, lying on my stomach is no longer possible and I get severe back pain on my back, I wear a sports bra at night because it is no longer possible without it, cold hands and feet, reflux, sleep problems, slow healing, hair loss, skin eczema, tiredness, weight problems, hypothyroidism, deterioration of the eyes (vision), hormone imbalance, mastitis, frequent bladder infections, sensitive breasts, back pain due to the weight of the breast, heavy sweating, feeling of tightness in the breast, nausea, foreign body sensation, dental problems, intestinal problems, repeated abscesses under the breast due to the sagging breast". The events of "tiredness", "nausea", "frequent bladder infections", "autoimmune disease (hashimoto's)", ¿chronic gastritis¿, ¿biliary colic due to gallstone¿, ¿reflux¿, ¿hypothyroidism¿, ¿stress leg fistula¿, ¿frequent urination¿, ¿hair loss¿, ¿weight problems¿, ¿cold hands and feet¿, ¿deterioration of the eyes (vision)¿, ¿hormone imbalance¿, ¿heavy sweating¿, ¿dental problems¿, ¿intestinal problems¿ are not device related. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, abscess.